Manufacturer narrative:
Field service inspected the alinity c ac01335 and observed a problem with the cuvette washer involving the cuvette overflowing at the wash nozzle. The field service technician cleaned and adjusted the cuvette washer assembly to resolve the issue. The cuvette washer assembly was identified as likely cause. Review of the service history for the alinity c ac01335 identified additional complaints related to discrepant results for other assays which were resolved with the service of the cuvette washer assembly. No additional contributing factors were identified on or around the date of the current complaint. Tracking and trending for the clinical chemistry systems did not identify any systemic issues or adverse trends associated with the complaint issue. No trends were identified for the erratic result rate for the alinity cseries processing module. Trending data and manufacturing documentation for the cuvette washer assembly did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the alinity c processing module.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported a falsely elevated potassium result on the alinity c analyzer. Sample ID (B)(6) generated a result of 7.5 and retest of 4.7. No impact to patient management was reported.